Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. The reported symptom code (out of box) was not confirmed due to completed treatment(s) found in the patient¿s treatment history. An exterior visual inspection of the returned cycler showed no signs of physical damage. Powered on the cycler, the display stayed blank and the touch buttons turned on. Failure was due to burn damage on the inverter board. A known functioning inverter board was installed and the front panel display was visible. Removed the functioning inverter board after testing. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis nurse reported to technical support that the patient encountered a blank screen on the liberty select cycler during training. After attempts at troubleshooting a replacement cycler was arranged. Additional information was solicited.